Event description:
This report is being filed after the subsequent review of the following literature article dou, q. And ran, x. (2014). "Clinical therapeutic affects of ao/asif clavicle hook plate on distal clavicle fractures and acromioclavicular joint dislocations" pak j med sci, 30, 868-871. China article. One hundred patients with clavicle fractures and acromioclavicular joint dislocations who were admitted to the hospital from january 2012 to january 2013 were study subjects. They were randomly divided into a control group and an observation group (n=50). The observation group was treated with ao/asif clavicle hook plates and the control group was treated with kirschner-wire tension bands. The observation group consisted of 38 males and 12 females ages 25-52. There were 33 cases of bone fractures and 17 case of acromioclavicular joint dislocations. The control group consisted of 35 males and 15 females ages 24-53. There were 31 cases of bone fractures and 19 case of acromioclavicular joint dislocations. Mild pain in the shoulder was noted in up to six patients who were treated with the ao/asif clavicle hook plate. (B)(4). This report is for an unknown ao/asif clavicle hook plate. This report is for one device type, unknown quantity.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following literature article dou, q. And ran, x. (2014). "Clinical therapeutic affects of ao/asif clavicle hook plate on distal clavicle fractures and acromioclavicular joint dislocations" pak j med sci, 30, 868-871. This report is for unknown ao/asif clavicle hook plate/ quantity unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.